Manufacturer narrative:
(B) (4). (B) (4). Tube detached. Evaluation summary: the analysis results confirmed that the mam3008 applier was received (a) with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the mam3008 applier (b) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the mam3008 applier (c) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the mam3008 applier (d) was received in good visual condition. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the mam3008 applier (e) was received in good visual condition. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the physician tried to deploy four different devices to discover that the plu was swollen and unable to deploy into the biopsy site. A final number five device was deployed to complete the procedure. There were no pt consequences reported.